Event description:
Customer stated pump shut down while running on battery power during pt transport. Technician stated when pump was restarted, unit displayed full charge on battery. No pt harm reported.

Manufacturer narrative:
Upon eval device found that the connector between the battery and device was damaged. The connector had a damaged pin, causing intermittent connection. Proceeded to replace faulty connector and damaged battery cover as well. Functional testing and safety testing performed and returned to service. The device history record (DHR) for the iabp has been reviewed. There are no non-conformance noted in the DHR related to the reported event. (B)(6).